Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient pain involving an accolade stem was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review was not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has had pain for years.

Event description:
It was reported that the patient has had pain for years.

Manufacturer narrative:
Additional devices listed in this report: cat # 6519-t-025, lot # 29592106, description: uni adaptor sleeve v40 ti; cat # 6519-1-040, lot # 29922103, description: delta un.fem hd 40mm r40 16/18; cat # 542-11-54f, lot # mhkhhy, description: trident psl ha cluster 54mm; cat # 623-00-40f, lot # mhkr93, description: trident 0 deg insert 40mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.